Event description:
Information received a smiths medical ambulatory infusion pumps/cadd ms3 pumps was alarming blockage. No patient adverse events reported.

Manufacturer narrative:
Other, other text: one cadd ms3 pump was returned for evaluation of the reported event. A manufacturing device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Upon physical inspection of the pump, the rear housing was damaged. A functional test and visual inspection was performed to investigate the reported issue. The reported issue could not be duplicated. Testing was performed and the device had no issue with alarming for blockage. The device passed all functional tests. It was recommended to replace the downstream occlusion sensor as a preventative measure. The front housing was replaced as part of the repair problem.